Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. The patient reportedly manages his diabetes with an unknown type/dose of oral medication and denied making any changes to his medications in response to the alleged issue. He claimed that approximately 2 weeks after attempting to test with the subject device, he developed symptoms of "thirst, excessive urination and sleepy". He denied receiving any treatment for his symptoms and no other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was brand new, however, the patient had thrown away the meter therefore, no troubleshooting was performed. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.